Manufacturer narrative:
No medwatch form received from the user facility. Investigation results: the tubing set used during this event was not returned for evaluation. The user facility reported discarding the tubing set and its packaging. The customer reported that the pump displayed a "check sensor line" error message. When this error message occurs indicators flash, the alarm sounds and the pump stops, immediately alerting the user to a problem that requires attention. The user facility reports that it is routine practice to perform a patency test on this product prior to use for this procedure, it was unknown if the patency test was completed as an agency nurse set up the equipment for this surgery.

Event description:
It was reported that during use of this tubing set in a left knee arthroscopy, the pump in use displayed the error message "check sensor line". The tubing set was changed out without further error messages and the procedure completed. At the end of the procedure, an extravasation of the patient's left calf was observed. The patient's calf was elevated and a dressing applied. It was reported that the patient was discharged home and a follow-up phone call to the patient noted no further problems.